Event description:
It was reported that during a thyroidectomy procedure, the switch buttons failed to work on the device. The foot pedal was used to complete the procedure. There was no adverse consequence to the patient.